Manufacturer narrative:
B3: estimated date. The device remains implanted at this time. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient noticed the implant was smaller than usual, so attempted to pump it up, and it ¿gurgled¿ and wouldn¿t inflate. The patient has not been able to inflate the device since then.